Event description:
Admitted to hosp on (B)(6) 2009. On (B)(6) 2009 transferred to ccu and intubated. Put on ventilator. On (B)(6) 2009 noted left cheek skin breakdown in corner of mouth and upper cheek. Admitted for altered mental status, dehydration, failure to thrive and hypoxemia. On (B)(6) 2008 extubated. On (B)(4) 2009 pt expired.